Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported "every couple of days the device fails the auto test, passes opcheck but looking at the logs, there are a lot of critical failures." It was reported that the device was in clinical use but no there was no patient harm.